Event description:
The patient was hospitalized for 5 days last week because the pump "ran dry." No further details or symptoms were reported. On (B)(6) 2010, the patient experienced error messages on the ptm (personal therapy manager) and was unable to administer a bolus. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).